Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that vessel puncture closure of an unspecified calcified vessel was attempted using a proglide device with a 6f sheath after a peripheral angiogram procedure. Reportedly, the proglide device got stuck during insertion. The device could not be simply removed. A cut-down was performed to remove the device. It was then noted that the guide was separated. The guide was simply pulled out. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.